Manufacturer narrative:
Per the user guide: use of cartridges not manufactured by tandem diabetes care, inc. Or reuse of cartridges may result in over-infusion or under-infusion and may cause serious injury or death. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. The customer reloaded the cartridge and received an accurate fill estimate. Reportedly, the customer had reused the cartridge. Blood glucose was 82 mg/dl.